Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had a bent cannula that caused a blood glucose level of 1100 mg/dl. The customer stated that they were suppose to receive surgery, but the bent cannula was found which required them to send her to a (B)(6) hospital. The customer was in the emergency room for her high blood glucose levels. The customer was wearing the pump while she was in the emergency room. The customer left the hospital before being treated by a health care professional because of the waiting time. The customer declined troubleshooting. No further information was reported.